Event description:
It was reported that during a laparoscopic bariatric procedure, they were transecting the jejunum. The firing was complete, but when the device was removed from the tissue, the staples were not formed on the distal edge of the staple line on the two outer rows. The surgeon reloaded the device with another cartridge and excised the staple line where the staples were malformed. The case was completed with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results showed that one reload was received in good visual conditions and fully fired. No functional test was performed due to the condition of the reload. Event could not be confirmed as no device was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.